Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Information received from the (B)(6) clinical database.treatment of a left unruptured internal cerebral artery aneurysm measuring 8.5mm x 3.10mm. Post coiling with pipeline procedure, it was reported that the patient awakened with a moderately severe headache.no other complications were reported with the patient as a result of the procedure and her condition resolved on (B)(6) 2011.